Manufacturer narrative:
Zimmer biomet complaint (B)(6).

Event description:
It was reported that the customer tried to place an encode healing abutment on but it wouldn¿t fit so the doctor removed the implant and put in another implant (same size) and the encode seated.

Manufacturer narrative:
This report is being submitted to report additional information. The reported implant was returned. Based on the evaluation, device malfunction for the implant did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A functional test performed with an in-house component identified no evidence of damaged threads. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.